Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code: (B)(6). A getinge field service engineer (fse) found checked the machine & found machine giving the alarm low battery & showing battery icon empty while operating on battery. Further checked the machine & found battery of the machine have proper battery backup & still machine giving alarm of low battery. Then checked the machine & found the power supply of the machine is suspected to be defective. So need power supply for testing purpose. Power supply . Showing battery icon empty while operating on battery. Further checked the machine & found battery of the machine have proper battery backup &* still machine giving alarm of low battery. Suspected to be defective. So need power supply for testing purpose. Customer reported that machine not getting switch on. Checked the machine & found complaint same. Further checked the machine & found power supply of the machine is suspected to be defective & need power supply for testing purpose. Replaced the power supply of the machine then checked & found now machine is working ok. Then performed all tests. All tests passed. Observed the machine on system trainer for more than 1 hour & found machine is working ok. Equipment handover to customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp)had a low battery alarm. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).